Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported via maude that an unspecified malfunction occurred. On (B)(6) 2025, it was reported the patient had a ¿malfunctioning sensor¿, which lead to the patient¿s being diagnosed and hospitalized with diabetic ketoacidosis (dka). No specific patient symptoms were reported. No medication or treatment details were reported. It was also not specified how long the patient was in the hospital prior to being discharged. No identifying patient information was provided via the maude report, therefore, dexcom technical support was unable to reach out to the patient for further event clarification. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.